Event description:
No additional information.

Manufacturer narrative:
Investigation results: received two photos of a 20ga x 1.00in. Nexiva unit. Visual inspection discovered that from photo shows blood leaking into the maxzero. It could not be confirmed that the luer fittings were incompatible due to lack of evidence from the photograph. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion(s): the defect of ¿luer fittings incompatible¿ could not be confirmed. Probable root cause(s): a root cause cannot be determined without a confirmed defect.

Event description:
It was reported that bd nexiva max zero was not able to be threaded onto the pivc tubing. The following information was provided by the initial reporter: #20 g nexiva placed in patient for CT scan. Noted to have difficulty when vent plug removed. Blood flowed out of line (this is not supposed to happen with this catheter type). Q site cap exchanged for a max plus to allow for CT contrast but staff were unable to thread the cap in place. The product end appears to have been compressed and threading of product not successful. As you can see from the pictures blood was flowing out of the catheter. The IV needed to be removed and staff saved the product and original packing for investigation. On 20 nov 2023 1. Please provide any available patient information including: name, age/ date of birth, sex, weight, ethnicity, race, other relevant history including preexisting medical conditions. No identifying patient information to provide due to privacy. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Please include treatment/intervention provided and the outcome. Patient required removal of this newly inserted product due to product issue. A new peripheral IV was required prior to CT scan. 3. Did the event interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient? If yes, please provide details. No medication involved. Patient required a new piv insertion in CT scan area. Resulted in two IV starts for the patient.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.